Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced the following injury: cardiac arrest and other injuries resulting in expiry, caused by the exposure of the pt to the product administered during dialysis treatment.